Event description:
The synsiro drug-eluting stent system was selected for the treatment of a severely calcified lesion in the lcx. During inflation the delivery balloon ruptured at ten atm. The stent could be placed.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material was reviewed. The technical investigation of the returned instrument revealed that the balloon has been inflated and deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the proximal balloon shoulder. Microscopic inspection revealed a small tear with longitudinal orientation in the balloon surface about 0.5 mm proximal to the proximal x-ray marker. After a pre-dilatation, the angiographic material shows the complaint instrument being positioned in the medial lcx. During inflation contrast medium is seen to emerge from the balloon of the complaint instrument in proximal direction. The stent is successfully released. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the patients anatomy.